Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that during the case, the health care professional (hcp) planned a trajectory to the ventricle to place the shunt. They followed this plan three times and all three times they were unsuccessful. The hcp went free hand and was successful. The manufacturer representative does not believe that the non-invasive patient tracker (nipt) moved at all and they had a green sphere of accuracy encompassing the ventricle and entry point. This caused about a 30 minute delay to the case. No impact on patient outcome. Patient archive analysis showed the scan protocol and quality were good. The patient looks like they had loose skin and there were many points that were gathered below the skin. There was minimal trace on the nose. Technical services recommends that the surgeon avoid places of loose skin and use a light touch. They also recommended more trace on the nose.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. The logs and archives were reviewed and no indication of a software anomaly contributed to the reported issue. If information is provided in the future, a supplemental report will be issued.